Event description:
It was reported that the customer was experiencing sensor issues and then received a sensor error alert. The customer's blood glucose was 140 mg/dl. The customer stated that he had already changed the sensor and was still receiving the sensor error alert. Troubleshooting was done. The customer also mentioned that he was not sure if a piece of the sensor had broken off in the insertion site when removing the sensor. The customer stated that the cannula may have just looked shorter to him. Troubleshooting for a possible sensor needle break was done. Advised customer to return the sensor for analysis. The customer stated that he was unsure if the sensor cannula was still in his body. Advised an x-ray could locate the sensor cannula in his body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used.